Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse called the customer and told her how much the display would cost be to replaced and the customer declined service. The issue is unresolved. The probable cause of the event is unresolved. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016 a customer reported that the display screen for their aia-600ii analyzer is black. A field service engineer was dispatched to address the reported event. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.